Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the right plunger case was cracked. During start-up, flow and occlusion testing, the reported problem could not be duplicated. The root cause of the issue could not be determined. Replaced speaker as a preventative measure. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that there was a system failure, primary audible alarm post. No patient injury was reported.